Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm during manual priming. Blood glucose level at the time of the incident was 520 mg/dl. During troubleshooting, the customer's mother was able to get insulin to exit without an alarm. The insulin pump was not replaced or returned for analysis.